Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018; 419588 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had moved over the device and was protruding. The physician was concerned that the lead may break through the skin; there was no breach. The patient had a pocket revision where the leads were placed behind the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.